Manufacturer narrative:
This report is submitted on april 3, 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 due to extrusion of the electrode lead into the external auditory canal. It is unknown if the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on january 10, 2024.